Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. In addition, it was reported that a failed sensor alert became frozen on the pump screen and the customer was unable to clear it. There was no impact to the customer's blood glucose level. Reportedly, the notification cleared on its own and the customer continued using the pump for insulin therapy.